Manufacturer narrative:
Corrected data: a4, a6, b5 (treatment date, area of concern), d1, d4, d8, g1, g4, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen and flanks on (B)(6) 2021 using the cooladvantage applicator with coolcore and coolcurve+ contours and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a call from a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia. On the first day of treatment the treatment area was the abdomen using the cooladvantage, coolcore contour applicator. The day after the first day of treatment the treatment areas were the flanks using the cooladvantage, coolcurve plus contour applicator. Patient first noticed symptoms approximately two months after treatment. Tissue reported as appearing enlarged and has defined borders that taper to the sides. Tissue reported as dense and soft and patient reports discomfort.